Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula broken with missing broken part see attached file for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor fractured while in the body. Customer blood glucose level was 200 mg/dl. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.